Event description:
The patient was undergoing right ventricular (rv) ventricular tachycardia (vt) ablation. During ablation, the md and team heard a steam pop. The patient suffered a rv perforation. The patient was sent to the or for emergent rv perforation repair.======================manufacturer response for catheter, navistar thermocool.======================device discarded.